Event description:
This case was reported by a consumer and described the occurrence of burned inside of mouth in a male pt who received poligrip cream (formulation unknown) and power over a period of 3 months for dentures. A physician or other health care professional has not verified this report. The reporter was the pt's daughter. Co-suspect medication included nu-dent (denture cleanser). On an unknown date, the pt started poligrip. The reporter stated that her father's caretakers at the care center may have accidentally mixed poligrip powder with nu-dent denture cleanser and put it on his dentures by mistake. The reporter speculated that this happened in 2008. At approximately 12:00 pm, the pt experienced facial redness and swelling, and swelling around his neck. When the reporter saw her father at 5:00 pm, his face was still red and swollen and his neck was still swollen as well. Additionally, the pt experienced blisters and redness inside of his mouth. The care takers were unable to visualize the inside of his mouth as the pt was very drowsy due to benadryl. The reporter visited her father the next day and saw that the skin on his tongue was peeling, he still had blisters on his lips and swelling. The pt was unable to speak well. He was given benadryl for two days. The pt saw a physician two days later, and was diagnosed with oral yeast infection. The reporter did not agree with this diagnosis and another physician was consulted. The other physician suspected caustic burns to the mouth and prescribed an unspecified pain medication which the pt refused to take. The reporter requested that the poligrip cream and powder be tested for safety (product complaint). At the time of reporting, the outcome of the events was unknown. F/u was received via the pt's daughter the following month. The onset of the event occurred original date, however the pt was not evaluated by a physician for two days. Two days later, the pt was taken to the emergency room and was diagnosed with "suspected caustic burns to mouth". According to the pt's daughter, the pt also experienced top of tongue and roof of mouth falling off in addition to some upper palate caustic burns. The pt was treated with benadryl at 50 mg twice daily for two days. The condition had subsided since the initial report.

Manufacturer narrative:
Add'l lot# x08062, expiration. 02/2011. Qa results received 20 october 2008: product met all specifications on release to the market. No lot specific trends identified. Sample was not in original container so unable to confirm exact products. Upon f/u received 24 october 2008, the pt's physician stated the pt was an elderly male in a nursing home with complaint of sore mouth, which was initially treated as an apparent allergic reaction. When he was seen in the emergency room, lesions were seen on the tongue and gums which were suggestive of caustic burns to oropharynx. The pt had been using poligrip adhesive powder for a significant period of time and it was stored beside "caustic" denture cleaner which was also a powder. The physician believed the denture cleaner was likely used by mistake to attempt to affix upper dentures leading to the burns. The events began the month prior, and were considered improved two days later. The physician felt the events were unrelated to treatment with poligrip adhesive powder. F/u was received from pt's daughter on 27 march 2009, which upgraded the case to serious. The reporter indicated that her father died the month prior. Cause of death was not reported. The reporter is concerned that there is no way to discriminate nu dent denture cleaner and poligrip powder (formulation) when they are side by side. She does not want another person to be put in the same position. The reporter does not attribute her father's death to poligrip, but feels both products should never be used concurrently due to the ease with which they could be mixed up. Therefore, the reporter wants to discuss this with the legal department. It is unknown whether an autopsy was done. Poligrip powder and poligrip cream are manufactured in other country. The lot numbers for these products are available and quality testing is pending. Quality assurance results from october 2008, were not comprehensive. No details available at this time. Nu dent and benadryl. Denture cleanser and allergy medication.